Event description:
It was reported that the insulin pump alarmed during manual prime and the customer was unable to clear it. No further information reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had missing end cap sticker, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.